Manufacturer narrative:
Common device name: ultram14 16in straight tip. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
End user reports "he has had at least 4 utis within 12 months." Unknown lot number and market unit. Patient has used this product before. No additional information provided.¿